Event description:
Patient underwent an incision and drainage of an open sinus wound in the right chest. During the procedure, the surgeon noted a foreign body consistent with the cuff of a groshong catheter that was confirmed by the pathologist.